Event description:
Report received of a patient death while the device was in use. The pt was a surgical patient. The patient was placed on an apm ii device post-operatively and was rpeorted to have "expired while connected to the pump". The medication being infused and the programmed parameters for the pump were not known. Though requested, no further information was available at this time.